Event description:
Patient was revised to address infection. Legal claim received (B)(6) /2014. Update rec¿d (B)(6) 2014 - litigation received. Litigation alleges elevated metal ion levels, measured at 9.9 ng/ml cobalt, 8.3 ng/ml chromium in november 2010, 5.2 ng/ml cobalt and 8.3ng/ml chromium in (B)(6) 2012, 4.5ng/ml cobalt and 5.4ng/ml chromium measured (B)(6) 2013; pain, a clicking noise, and damaged tissue and muscles with severe pus and fluid build-up and that resulted in two-stage revision due to fear of infection with reimplantation in (B)(6) 2013, but perioperative cultures were all negative in weeks following the (B)(6) surgery, with re-implantation on (B)(6) 2013. The MDR decision is being changed to yes for the cup and head. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.